Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 dissection tip's proximal end broke off into the pt. This occurred during the end of the dissection process when the harvester was pulling the scope back. A replacement unit was not needed as the dissection process had already been completed. The piece was retrieved through the original incision . The hospital did not report any pt effects. The product is returning. The hospital reported that the occurrence date is unk, but it was sometime back in (B) (6) 2009.

Manufacturer narrative:
Investigation: maquet cardiovascular received the device on 04/05/2010. A visual inspection showed that two pieces had broken off the proximal end of the dissection tip. A remaining quarter of the circumference was not broken off, but a fracture was present. The dissection tip had evidence of blood. Based upon the received condition of the device, the reported failure is confirmed. A lot history record review could not be performed as there was no lot number returned. This failure mode is currently being investigated in our CAPA system. (B) (4).